Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer stated that she was hospitalized due to high blood glucose readings. The customer stated that she had to correct for high blood glucose readings and the low would sneak up on her with threshold suspend. The customer also stated that she had low glucose readings overnight. The customer also stated that the battery life was diminished after 3 weeks. The customer stated that insulin squirted out while priming.